Event description:
Literature was reviewed regarding a meta-analysis of the impact of a horizontal aorta on transcatheter aortic valve replacement (tavr) outcomes. Thirteen studies were included in the analysis, encompassing 13,233 patients. A mix of medtronic (corevalve / evolut r / evolut pro / evolut pro+) and non-medtronic valve types were used throughout the pooled patient population. The following adverse outcomes were analyzed: myocardial infarction, major or life-threatening bleeding, major vascular complications, permanent pacemaker implantation, left bundle branch block, stroke, moderate or severe aortic regurgitation and paravalvular leak, annular rupture, valve embolization, cardiac tamponade, coronary obstruction, need for second valve, and acute kidney injury. Mortality rates were also assessed by the authors. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: khalefa bb, gonnah ar, yassin mna, et al. Impact of aortic angulation on outcomes in transcatheter aortic valve replacement with balloon-expandable and self-expanding valves: a systematic review and meta-analysis. Cardiovasc interv ther. 2025;40(4):746-766. Doi:10.1007/s12928-025-01169-8 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.